Event description:
On 3/15/96 at 1105 pt had coronary artery bypass grafts five times, mitral valve replacement and aortic valve replacement. Iabp was functioning properly. On 3/16/96 at 0800 nurses in ICU noted iabp catheter malfunctioning, at 0900 intra-aortic balloon catheter was found to be ruptured. Blood was found to be in extension line. Catheter was removed and new one inserted into left femoral artery.